Event description:
Baxter's quality engineer reported a vented buretrol set in which there was a crack in the burette drip chamber. A damaged condition was reported before use by the customer. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter's quality engineer performed an evaluation of an actual sample in which the set was damaged since it had a crack in the burette chamber. It is unknown what may have caused this condition. A batch review was conducted and there were no deviations found during the manufacture of this lot. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.